Event description:
Patient's dressing and insertion site were extremely infected. Product was removed and it was discovered that there was a hole in the catheter at approximately the 6cm mark. Patient was not injured and it's undetermined whether or not this hole was caused by nursing staff.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.